Event description:
Boston scientific received information that this right atrial (ra) lead displayed out of range pacing impedances, failure to sense, and a loss of capture (loc) at max outputs several months prior to report. The patient was reported to be slightly symptomatic at the time of their device check in clinic. A lead revision was performed as subclavian crush with lead fracture was found via x-ray. The lead was surgically abandoned and replaced with a competitive product. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Chest x-ray of this lead and subsequent revision revealed fracture and lead body damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture (loc), high impedance measurements, and failure to sense are likely the result of the lead damage observed by the field.